Event description:
It was reported that the patient presented to the emergency room complaining of pain near her left breast. The lead exhibited loss of capture and sensing. A CT scan revealed that the lead had perforated through the pericardium and into the patient's left lung. The lead was successfully repositioned and did not require pericardiocentesis. The patient was stabilized.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.